Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pacing impedance spike to high levels, with noise noted on the near-field electrogram (egm). The patient was hospitalized for monitoring, with detections programmed off. The lead was eventually explanted and replaced. No patient complications have been reported as a result of this event.